Event description:
The subject device was used during an uncertain procedure. The probe damage error message was displayed. So, the user cleaned the probe tip. At that time, the probe was broken and probe tip fell off outside the pt. The procedure was continued with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable or properly activating output before shipment by omsc. The exact cause of this issue cannot be conclusively determined. Based on the similar case with the same model, it is known that the reported event occur since the user outputs the device contacting with something hard or the probe nad the jaw come into contact, which causes scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.